Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a closurefast catheter during treatment of patients right great saphenous vein (gsv). The IFU (instructions for use) was followed during preparation, the procedure, and post-procedure. The patient was supine under ventilatory anesthesia, antisepsis and sterile drapes were placed. The right gsv was punctured in the proximal leg under ultrasound guidance, the guidewire was passed and then the 7f 11cm introducer was performed without problems, and adequate venous reflux was observed through it. It was reported that when introducing the closurefast catheter, approximately 20 cm in, the device broke near the introducer sheath, causing the plastic protection surrounding the metal core of the catheter to rupture. The breakage occurred in the first movements, even before the first activation of the catheter. Physician is familiar with the catheter and its manipulation; this specific catheter had a brittle structure. After removing the catheter, other points of breakage were observed. The procedure was halted due to concerns about a complete separation of the catheter parts inside the patient and the risk of embolization. The catheter was safely removed from the patient. A replacement closurefast catheter was used normally without issue to complete the procedure. No medical or surgical intervention was necessary to prevent permanent loss of function. The event did not lead to or extend the patient¿s hospitalization. No additional treatment was necessary. No patient injury reported.

Manufacturer narrative:
Product analysis: no damage was noted to the catheter heating element/coil upon device return. The catheter cable connector was exam ined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas all pins were visually inspected to be straight visual inspection of the returned catheter revealed three kinks along the shaft, the kinks were observed at approx. 10.1 cm, 17.0 cm 43.4 cm the catheter connector was plugged into the resistance tester test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 88.9 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 160.2 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.66 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.04 k ohms) all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.